Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008. The device then passed a weekly self test on (B)(6) 2008, but the recorded temperature on this date was 2.4 degrees c. The device then failed its weekly self test on (B)(6) 2008 due to a low battery. The recorded temperature at this time was minus 2.0 degrees c. The device was left in fault mode until (B)(6) 2009 when it passed a manual test. The device failed a self test on (B)(6) 2009 and remained in fault mode until a new pad-pak was inserted on (B)(6) 2011. Between (B)(6) 2011 multiple events occurred which would indicate the device was switching itself on automatically. The recorded temperatures at the time of the fails would indicate the device was not being adequately stored. The problem with the device was attributed to a fault in the membrane. The device history log would suggest the location where the device was being stored was not adequate and led the exposure of the device to adverse environment conditions. This has been known to have a detrimental effect on the device membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.